Event description:
The complainant reported during an impella cp implant to a patient with acute myocardial infarction/cardiogenic shock for mechanical circulatory support (mcs) the impella cp device was unable to connect to the automated impella controller (aic) despite multiple attempts. During investigation of the impella pump, the aic was identified as the issue. Per the reporter, the impella cp device was connected according to standard practice. Once the pump was connected yellow to yellow and was primed, the white cable was connected to the aic. However, the aic did not detect the pump. Several disconnects with reconnects were executed without success. Care was taken to assess the connection cable for moisture as well as the pump terminal, and both were dry, appeared to be in standard configuration. The case was cancelled and restarted. The purge tubing was reinserted; however, again the pump was not recognized. Consequently, the impella cp device was replaced, connected to the aic and was recognized in standard fashion without an issue. There was no patient harm as a result of this event.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. Related medical device reports: this automated impella controller report is one of two devices associated with the event. Refer to section h.10 for the related report number that represents the pump.